Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 35 mg/dl due to the pump settings needing to be adjusted. Customer adjusted basal rate and consumed carbohydrates to address bg.